Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Review of complaint history found two additional complaints for this item within the past year, however, it was determined that no further actions are required as these were not implant related but rather due to patient fall. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported revision due to dislocation caused by a fall. The surgeon removed and replaced the left poly. No further information has been made available at this time.